Manufacturer narrative:
Article citation: milito, christine b., beca, francisco, natkunam, yashoda, cook, stephen. Breast implant-associated anaplastic large cell lymphoma in the post-mastectomy setting: clinical and therapeutic implications. Human pathology: case reports 18. 10/sep/2019; 1-3. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible right implant leak; presence of ¿atypical cells¿ in the seroma.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma in the post-mastectomy setting: clinical and therapeutic implications" reported a patient developing a right side "painful breast mass with possible implant leak." Cytologic preparation additionally noted "atypical cells." Manufacturer of the device is unknown. Device has been explanted.